Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The consumer sat down onto the seat of the rollator and it split into two pieces and then shattered. The dealer states the consumer fell with injury. No further details available at this time. MDR filed.